Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient¿s blood glucose (bg) was between 427-520 mg/dl with polydipsia, polyuria, and moderate ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. It was reported the pump was experiencing a battery life issue; there was no damage to the battery compartment or battery cap and no moisture ingress into the pump. It was reported the alarm history indicated battery life is less than expected and low battery alarms appear in the pump¿s history; the correct battery type was being used and the battery type matched the pump¿s battery setting. It was unknown whether the issue occurred with 3 separate batteries out of at least 2 separate battery packs. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a short battery life issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: a review of the pump¿s black box showed that on (B)(6) "204" evidence of a partially charged battery installed during battery change. The pump¿s current draws all measured within required specification. The total daily doses added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The pump cover was removed and no intermittent connections or moisture damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.